Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was disposed.

Event description:
During variax dr surgery, excessive force was needed to insert the screws into the patient due to the his good quality bone. So, the screws broke when inserting and the broken screw shafts remained inside of the patient's bone. In the surgeon's opinion, drilling with 2.0mm drill was too small against the patient who had good quality bone.